Event description:
It was reported that the insulin pump alarmed weak signal followed by a sensor error alarm. The customer's blood glucose was 126 mg/dl. The customer stated that the sensor was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.